Event description:
It was reported that the patient received inappropriate shocks due to high impedance, noise, oversensing, and fracture of the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The distal conductor was fractured and had blood/body fluid (not obstructed). The defib conductor was distorted. The outer tubing overlay had blood/body fluid, was melted, and had cosmetic environmental stress cracking. The outer insulation had cosmetic depression. There was blood in/on the helix/lobe mechanism.